Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion (nbd). As the physician was pulling the device out of the pocket, the header became loose. The physician reported pulling on the header with a tool and wiggling the header but did not think it was too excessive. There was no sign of any issue prior to the procedure. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted numerous scratches and tool marks in the header and the case of the device, confirming that tools were used on the header. High powered visual inspection confirms that the header had been properly adhered to the case of the device prior to the induced damage. Adequate medical adhesive was present on the device to confirm this. It is concluded that the device meets specifications for normal battery depletion. It is concluded that the damage to the device was induced.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis

Event description:
--